Event description:
During index procedure, the patient had one endeavor sprint drug eluting stent implanted to the 2nd diagonal branch. It was reported that an angiographic complication of dissection occurred during index procedure.

Manufacturer narrative:
(B)(4).